Manufacturer narrative:
Device alarmed a33 error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to a33 alarms. However, pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. No unexpected back light alarm anomalies noted. Device received with cracked case from display window corner, minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that pushing the buttons of the insulin pump had hard and stiff. The customer¿s blood glucose level was unknown. Customer stated that some cracking around the reservoir seal and backlight did not always came on. Customer also stated that insulin pump slipped out of the holster very easily and then got a new holster but it was no tighter and the screen had some nicked and scratches. The insulin pump will not be returned for analysis.